Manufacturer narrative:
The insulin pump had a minor scratched lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, and a stripped battery cap coin slot.

Event description:
The customer reported via phone call that she had mechanical difficulty with the insulin pump. Customer stated that the battery cap was stripped and cannot hold the battery in. Customer stated that the battery cap cannot come off and the battery is completely dead. Customer's blood glucose was 547 mg/dl at the time of the incident. Customer stated that she treated with injections of insulin. Customer stated that they were not able to remove the battery cap after troubleshooting. Customer was advised to discontinue use of the pump if the battery is low. Customer was explained that the pump needs to be replaced and to revert to a back-up plan.